Event description:
A hospital in (B)(6) reported via our distributor that an mr290 humidification chamber water feedset tube broke where it connects to the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was received and visually inspected. Results: there was a break in the feedset tube where it is inserted into the chamber. The surface at the break was rough. A lot check revealed no other complaints for this lot number. Conclusion: the damage may have occurred as a result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. We have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).